Event description:
Per the clinic, the patient experienced a swelling over the implant site and loss of connection to the internal device subsequent to sustaining a head trauma in (B)(6) 2025 (specific date not reported). Subsequently, the patient was hospitalized and treated with IV antibiotics (specific date and duration not reported). Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.